Event description:
It was reported that the device was going to be explanted due to an upgrade. During the pre-op evaluation, the ventricular electrogram could not be obtained on the programmer screen. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).